Event description:
It was reported that patients lead appeared damage in the pocket due to heavy scar tissue surrounding the proximal end of the wires. The physician does not believe it is a device malfunction rather than excessive scar tissue around her old system. The patient underwent a lead replacement procedure and was doing well post operatively. The explanted device will not be return per hospital policy.